Event description:
The customer reported the device would not charge the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device and found the ac power module failed. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.